Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that when the tube was inserted into the patient, the nurse had observed that the gauze was wet and it was found that there was leaking from the inflation hub (the yellow hub with the 20cc marking on it). But when the tube was being flushed and checked before use, there was no visible leakage from the inflation hub. Reportedly they removed the tube and inserted a new tube to prevent collapse of balloon over time.

Manufacturer narrative:
Manufacturing review: the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: one tri -funnel replacement gastrostomy tube 20fr along with a 6ml syringe was returned for evaluation. Functional evaluations were performed. The investigation is unconfirmed for 1250c, as the device functioned properly under laboratory conditions and the reported event could not be reproduced. The definitive root cause could not be determined based upon available information. It is unknown if procedural issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the tube was inserted into the patient, the nurse had observed that the gauze was wet and it was found that there was leaking from the inflation hub (the yellow hub with the 20cc marking on it). Furthermore, when the tube was being flushed and checked before use, there was no visible leakage from the inflation hub. Reportedly, they removed the tube and inserted a new tube to prevent collapse of balloon over time. There was no reported patient injury.